Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's needle slid out of the access during a routine hemodialysis treatment. The needle was reinserted and rinseback performed. An estimated 50cc of blood loss occurred. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to problems with the patient's access. Rinseback was performed as instructed in the user's guide and treatment discontinued. The user's guide provides adequate instructions for troubleshooting access problems. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff is aware of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.